Event description:
It was reported that a device was used during an unknown procedure. The device would not staple and would not cut. Another device was used to complete the case. There were no consequences to the patient.